Manufacturer narrative:
Patient¿s identifier and weight is unknown. Date of postoperative screw breakage is unknown. This report is for four (4) unknown 2.4 mm ti locking screws. Four (4) out of the following listed six (6) screws were broken; however, it is unknown which ones are broken. UDI number is not available. The 2.4 mm ti locking screw self-tapping with stardrive recess 16 mm (part # 412.816s, lot # l409934, quantity 1), the 2.4 mm ti locking screw self-tapping with stardrive recess 16 mm (part # 412.816s, lot # l432360, quantity 1), 2.4 mm ti locking screw self-tapping with stardrive recess 16 mm (part # 412.816s, lot # l547535, quantity 1), 2.4 mm ti locking screw self-tapping with stardrive recess 18 mm (part # 412.818s, lot # l471039, quantity 1), 2.4 mm ti locking screw self-tapping with stardrive recess 20 mm (part # 412.820s, lot # l400385, quantity 1), 2.4 mm ti locking screw self-tapping with stardrive recess 14 mm (part # 412.814s, lot # l425006, quantity 1). Additional device product code: hrs. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent an osteosynthesis surgery for distal radius fracture on (B)(6) 2017 and was implanted with a plate and seven (7) screws. The initial surgery was completed without any problems. On (B)(6) 2017 in postoperative rehabilitation, it was found that the four (4) distal screws were broken. The revision surgery was performed on (B)(6) 2017 and the broken screws were replaced and va-tcp plate was used. Revision surgery was completed successfully. Plaster slab was applied to patient¿s fractured area. Concomitant devices reported: ti lcp® volar distal radius plate extra-articular 4h head-right (part # 442.464s, lot # h258098, quantity 1), 2.7 mm ti cortex screw self-tapping with t8 stardrive recess 16mm (part # 402.876s, lot # 9647785, quantity 1), unknown 2.4 mm ti locking screws (part # unknown, lot # unknown, quantity 2). This report is for four (4) unknown 2.4 mm ti locking screws. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated to concomitant device: locking screw (part 412.814s, lot l425006, quantity 1); locking screw (part 412.814s, lot unknown, quantity 1) . This is report 1 of 4 for( B)(4).

Manufacturer narrative:
DHR review was completed. Part number: 412.818s, synthes lot number: l471039, release to warehouse date: 04.jul.2017, expiry date: 01.jun.2027, manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. We have forwarded the received part to the responsible manufacturing site for investigation, as received condition of device: the head of the screw in question was received attached in the plate and its shaft was received in context of this investigation. Since four screws were received to investigate each one and the screws are broken between the head and the shaft it is not possible to match the head with each shaft. However, could be determined which shaft belongs to the article (B)(4). In this case, this type of screw is not laser marked during the manufacturing process because the screw has a very small head-dimension. The head of the screw in the plate and the shaft of the screw was received in a non-original synthes bag. DHR review showed no issues. Moreover a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. The material certificate was reviewed according to the lot number mentioned in the complaint and the material certificate fulfills the specifications. However, according to the investigation performed it is not possible to assure that this certificate belongs to the screw in question since it is not possible to guarantee that this screw belongs to this lot number. As the shaft of this screw can be matched with the article 412.818s there was listed only one measurement to the shaft. However, the screw heads cannot be matched to this shaft, thus the measurement results is regarding to the 4 heads were measured according to the drawing and have passed their specifications. Besides, during the manufacturing process, these relevant features are inspected and documented according to the inspection sheet. It is important to clarify that; this inspection sheet number applies for the whole product family since it cannot be assured that this screw belongs to this lot number. This complaint is rated as confirmed since the screw is broken as claimed by the customer. However, from the manufacturing point of view this complaint is rated as not valid because the relevant dimensions were measured and all have passed the specifications. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.